Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is reported that the implant fractured during the surgery after the surgeon was finished approximating the most superior tower. He cut the band, pulled up on the tower for the final step, and the titanium band broke at the band/plate interface, rendering it ineffective. Another sl 360 implant system was then opened and the most superior tower/band/plate was used in place of the broken construct. The end result was a very stable chest closure that the doctor was very happy with.